Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic procedure, while the specimen was being removed at the end of the case, the bag tore approximately 1.5 - 2" down from the bag opening - perpendicular to the bag opening. The surgeon reported that this has happened on two separate occasions however they only saved the bag from the last week's case and only reported to today as was observed by the sales rep. They grabbed the bag below the tear and continued to remove the specimen. There was no patient injury.